Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/deliver and excessive no delivery test or verify audio/vibrate anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose value was 117mg/dl. Customer stated that he could not hear his pump and reset the pump per helpline guidance. Customer was advised to replace the pump and refer back to the back up plan per healthcare professional's instructions. Insulin pump will be returned for analysis and a replacement pump will be sent.